Event description:
As reported by the user facility: material # (B)(4), serial # (B)(4). Pump under infused; IV piggyback antibiotics. The antibiotics set rate was 200ml/hr and the volume of the medication was 192ml. The nurse checked the volume delivered at 1 hr and only 75ml was delivered to the pt. Occurred on (B)(6) 2012 between 1500 and 1600hrs.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4)(the importer). (B)(4). The actual pump involved in the reported incident was returned for eval. The volumetric accuracy was tested three times with a rate of 250ml/h and a volume to be infused (vtbi) of 143ml in piggyback mode and a vtbi of 14.69ml for standard mode. The results were all within specification at 158ml, 159ml and 159ml. The pump has software version 686g030002. A review of the pump's log revealed on (B)(6) 2012 at 3:05:22pm, a piggyback infusion was programmed with a rate of 200.0ml/h and a volume to be infused (vtbi) of 143.0ml. The infusion was started at 3:06:39pm and at 3:49:33pm the piggyback infusion completed with a total volume infused of 143.0ml or 100.0% of the expected volume. At 4:01:18pm the pump turned over to standard mode with a rate of 175.0ml/h and at 4:11:35pm the pump was stopped with a total volume infused of 29.98ml or 99.99% of the expected volume. Per the operational log, the log does not show any values of 192ml being programmed or 75ml delivered as stated in the event description. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event. All available info has been forwarded to the device MFR.